Manufacturer narrative:
A2 age at time of event, corrected data: initial report inadvertently listed the patient age as 33 years old despite the event date being unknown at the time of the initial report.

Event description:
Per the physician, the horner's syndrome was caused by vns surgery. No additional relevant information has been received to date.

Event description:
It was reported that during one of the patient's vns revision surgeries the vagus nerve was damaged and the patient experienced horner's syndrome as a result. Attempts for additional information have been made; no additional relevant information has been received to date.